Event description:
The customer observed a falsely elevated architect ivancomycin result for one patient that didn¿t match clinical symptoms. The following data was provided: initial result was <0.24 ug/ml. The initial result was questioned by the physician and the customer repeated the sample generating a result of 27.15 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect ivancomycin result for one patient that didn¿t match clinical symptoms. The following data was provided: initial result was <0.24 ug/ml. The initial result was questioned by the physician and the customer repeated the sample generating a result of 27.15 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the syringe assay was leaking. The fsr replaced the syringe assy and the assy, itv (rohs) which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for i1sr65910 revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect did not identify any trends. A review of tracking and trending for the syringe assy and assy, itv (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial i1sr65910, the syringe assy, or the assy, itv (rohs) were identified.